Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, early on (B)(6) 2026, the patient was at home and experienced a seizure. The patient¿s cgm was 165 mg/dl and she self-treated with insulin. The patient decided to charge her receiver. As she walked back to make her bed, she heard the alarm go off. She returned to the room to check her receiver and the cgm was showing 65 mg/dl and dropped down to 40 mg/dl. The patient did not hear any alert prior to the low reading. The patient dialed 911 to call for an ambulance and she grabbed a juice, can of sugar pop, and she sat down. The patient told dispatch that her glucose was dropping quickly and she needed help. The patient went to unlock the door for paramedics and was barely able to walk, felt confused and almost falling. As she was walking back to the kitchen, she experienced a seizure. Emergency medical services (ems) came in and lifted her to the chair, and she was treated with glucagon (meant to be glucose) oral gel (2 or 3 dosage 15mg each, not sure with the exact dosage) and sugar water. They took a bg reading which was around 60 mg/dl, and the cgm was showing 40 mg/dl. Once the patient became coherent, they started providing her apple juices. Ems stayed with her until her bg increased over 80 mg/dl. Ems waited until the was around 100 mg/dl and the dexcom was at 120 mg/dl. At the time of the report the patient was fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.